Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the retrieval of the specimen on a laparoscopic cholecystectomy procedure, the bag tore and the specimen fell into the patient. They retrieved the specimen and placed it in a new bag to resolve the issue in order to complete the case. There was no patient injury.